Event description:
It was reported that on (B)(6) 2014, the patient underwent a coronary procedure to treat a target lesion in the mid left anterior descending (lad) artery. After pre-dilatation using a non-abbott dilatation catheter, a dissection was noted and the patient began to experience angina. A 3.0 x 18 mm xience alpine stent was implanted at the target lesion and a 2.75 x 8 mm xience alpine stent was implanted to treat the dissection. It was noted that plaque shift occurred, causing occlusion of a small diagonal branch off the lad. The patient's angina continued post procedure and into the following day. Post procedure, the patient's cardiac enzymes were elevated more than 5 times the normal upper limit and a myocardial infarction was diagnosed. Medication was administered and the patient condition resolved on (B)(6) 2014. No additional information was provided.

Manufacturer narrative:
(B)(4). Relevant tests/laboratory data, including dates: (B)(6) 2014 (22:33): ck-mb=38.4 ng/ml, normal upper limit 5.0; (B)(6) 2014: ck=534 u/l, normal upper limit 168; (B)(6) 2014: ck-mb=63.9 ng/ml, normal upper limit 5.0; (B)(6) 2014: troponin I=9.97 ng/ml, upper reference limit 0.01. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Angina and myocardial infarction are listed in the xience alpine everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.